Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the clip is not forming correctly, like a tear drop. The account stated that they had to place a few more clips than usual to sure the vessel. The procedure was completed with the same device. There was no patient consequence. There is no further information available.